Event description:
Both breast implants became hard. Family dr sent rptr to have a mammogram to determine if implants had ruputred. He referred her to plastic surgeon for further eval. After consultation with plastic surgeon, both implants were removed on 2/15/94. Along with hardness of implants, rptr began to have pain in her knees and right arm.